Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After intra aortic balloon pump for 52 hours, the "leak in intra aortic balloon" alarm sounded from the system 97 pump. Then, blood was noted in the tubing and back into the pump. On 6/11/98, the following info was reported to datascope. The intra aortic balloon was inserted into the pt on 6/5/98. On 6/7/98 after intra aortic balloon pump for 56 hours, the intra aortic balloon leaked back into the system 97 pump and the intra aortic balloon was removed. No second intra aortic balloon was inserted. (Event complications: none from the event - reported 6/8/98, 6/11/98.) (Pt's current status: o.k. - reported 6/8/98.)